Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded elevated right atrial (ra) impedances of 1600 to greater than 2000 ohms, exhibited by a competitive lead. A potential ra lead dislodgement was suspected. A revision procedure was performed, during which it was noted that the lead was not dislodged, and the connection appeared to be good. The lead was disconnected and reconnected and subsequent impedances were 400 ohms. The physician felt that there was not a header or port issue, but there is an issue with the anode of the competitive lead and its ability to make a good connection with the header/set screw.

Manufacturer narrative:
To date, there have been no reported adverse patient effects related to this clinical observation. All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.